Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor position encoder error. Customer reported that the drive support cap appears normal. The customer tried troubleshooting; however the error on the motor is severe and it couldn't be resolved by any form of troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.